Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The customer did not report on any patient harm or injury. The nellcor puritan bennett customer support engineer (cse) duplicated the event and verified the vent inop error code in memory. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.